Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion (pbd). It was reported that the battery showed one and a half year a few months ago and currently was at end of life (eol). Boston scientific technical services (ts) then discussed device function during eol and suggested to have device change out. Ts also explained that some drain could be associated with interrogation. Further, this pacemaker was explanted. No additional adverse patient effects were reported.